Manufacturer narrative:
Date received by manufacturer: 18oct2019. Date of report: 21oct2019. The reported complaint of the oxygen flow sensor reading out of specifications was not duplicated. No fault was found on this returned oxygen flow sensor. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22july2019. The manufacturer¿s field service engineer (fse) confirmed that the ventilator failed (est) extended self test. The cross over circuit valve failed, and a flow error occurred. In addition, an occlusion safety valve error, crossover circuit fault error, and patient blocked error (leak, inspiratory module) were logged in the event log. The manufacturer¿s field service engineer (fse) performed an air and oxygen flow test and oxygen flow sensor failed. The manufacturer¿s field service engineer (fse) performed an occlusion safety valve test per service manual and no problem was found with the pressure sensor. No problem found with the device rebooting. The manufacturer¿s field service engineer (fse) replaced the oxygen flow sensor, performed an extended self test (est), which the device passed. The manufacturer¿s field service engineer (fse) replaced the oxygen flow sensor, performed an extended self test (est) and device passed. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation.

Event description:
The customer reported safety valve occlusion failed. There was patient involvement, but no one was harmed.